Event description:
On or around 8/13/1999 the account reported a negative result for a first morning urine sample, which was tested with the "hcg" test pack urine assay. On the same day, a serum was tested (method unk) and a result of 58 miu/ml was obtained. The pt later miscarried. The account stated progesterone would have been administered if pregnancy was detected.